Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test with each new battery inserted. Blood glucose level at the time of the incident was not provided. The customer stated that he lost his battey cap and was advised that he would be sent a replacement. The insulin pump was not replaced or returned for analysis.